Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report: 1627487-2015-01433 & 1627487-2015-01434. It was reported the patient was not receiving effective stimulation from her scs system. A sjm representative met with the patient and reprogrammed the patient's scs system, however, stimulation coverage of all of the patient's pain pattern could not be obtained. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2015-01433 & 1627487-2015-01434. Follow-up identified the patient's entire scs system was removed.